Event description:
The manufacturer received information alleging a ventilator had an oxygen blending module board failure. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator had an oxygen blending module board failure. The ventilator was returned to a third party service center for evaluation. The third party service provider forwarded the device's event logs to the manufacturer for review. One occurrence of an e-344 err_obm_air_flow_drift_out_of_range error was observed in the log. Although a drift error was observed in the device's downloaded error log, the error occurred while the device was turned off. The error would not impact therapy as it was generated while the device was turned off which indicates changes in flow were detected by the device, such as the patient breathing on the device while it was turned off. There were no other errors indicating a device failure.